Manufacturer narrative:
The reported event of co issues was not confirmed. The catheter was submerged in a 37.0c water bath and read 37.0c on the vigilance ii monitor. The thermistor temperature reading accuracy is +/- 0.3c per the vigilance ii manual. The thermistor circuit was continuous. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned syringe. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. There was no evidence of a manufacturing nonconformance. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a swan-ganz catheter in a (B)(6)-year-old female patient, when measuring the cardiac output (co) it was 1.5l which was not consistent with the patient's condition. The catheter was replaced for a new one and the co value was measured to be 6l which was more consistent with the patients condition. The patient was not treated based on the wrong values. No error message was displayed. There was no allegation of patient injury. The product was available for evaluation.